Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, during the evaluation of the device image noise was found in the displayed image due to a defective r-unit. However, the reported customer's complaint (green image) could not be reproduced in a long-term testing/burning process over several hours and therefore could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to a defective r-unit. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope¿s image was green. There were no reports of harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.